Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump would not rewind without a call service alarm occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: a review of the pump history showed multiple call service alarms on 10/30/2013. During testing, the pump performed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. Unrelated to the complaint, evaluation revealed moisture corrosion on the motor flex connector. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. In addition to the unrelated issues, evaluation revealed that the audio bolus button cover was missing. The audio bolus button was inoperable due to the missing button cover and missing button slug. The call service alarm issue was confirmed in the pump history but was not able to be duplicated during investigation.